Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 16 synergy drug-eluting stent was selected for treatment. However, during preparation, it was noted that the device fractured. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50 x 16 synergy drug-eluting stent was selected for treatment. However, during preparation, it was noted that the device fractured. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported.